Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the medication was not coming through and required switching to critical override mode. A technical support specialist found that the customer had resolved the issue by referring to (pfbt: how critical override works/non-rx mode). After the customer implemented the solution, the system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the medication was not coming through and needed to change to critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.